Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the severely calcified unspecified vessel. A 8mm x 2.00mm nc quantum apex balloon catheter was advanced to the lesion. The balloon was inflated however it ruptured at unknown atmosphere and at an unknown number of inflation. The procedure was completed using a different device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).